Manufacturer narrative:
(B)(4). Upon receipt of the sample, the manufacturing facility discovered the foreign matter was on the exterior surface of the inner pouch. The case was re-assessed with this additional information. Baxter follow-up medical assessment: sterile product is not bacteriologically contaminated. The particulate matter is not in contact with the device and cannot be introduced in the vascular system. After consideration for potential harms and worst-case scenarios, no adverse health consequence is reasonably expected to result from this issue. Baxter (B)(4) completed the investigation. Sample was available for evaluation and was forwarded to the center for spectroscopy and imaging to baxter (B)(4) for analysis. Visual inspection and stereomicroscopic examinations revealed the presence of a single red fiber, approximately 3.1mm in length, on the exterior surface of the inner pouch. Micro ft-ir and polarized light microscopy identified the fiber as mercerized cotton. Baxter (B)(4) further indicated that batch records were reviewed and there were no instances of scrap or rework for foreign material (fm) in these lots. Released product met all specifications and requirements. No trend identified. Per baxter (B)(4), the cause or source cannot be determined at this time. (B)(4) has been opened to investigate the occurrence. This complaint will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4). Baxter medical assessment: particulates found either on or potentially in the lumen of devices that are designed to be utilized inside blood vessels have much greater consequences for the surgical patient. As this device is intended to be used inside of blood vessels, particulate matter on or potentially inside this device has a potential to introduce the particulate directly into the vascular system. In a worst case scenario, this may lead to a compromise in blood flow through that vessel causing thrombosis or embolism. After consideration for potential harms and worst-case scenarios, an adverse health consequence is reasonably expected to result from this issue. A follow-up report will be submitted upon receipt and evaluation of the sample.

Event description:
Distributor reported: we have found foreign matter inside of the sterile pouch. No additional information provided.